Event description:
A customer reported experiencing cgm error 42 with their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a complete pump reset, after which the error code did not reappear, and the customer successfully started their sensor session.